Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g130 cavitron bobcat pro, they allege that the handpiece gets hot when using and unsure if water is getting to the handpiece. No injury resulted.

Manufacturer narrative:
Emn hp;cable,conn/gun cable kink/pinch/twist water line inside the hp cable twisted causing restricting water flow to the hp. Leaking water solenoid causing corrosion on the screws of the housing. Housing needs to be broken open to access inside for evaluation. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval.